Manufacturer narrative:
Concomitant medical products: 5076, lead, implanted: (B)(6) 2011; 6949, lead, implanted: (B)(6) 2007.

Event description:
It was reported that the patient presented in ventricular tachycardia (vt) with dizziness, shortness of breath and pre-syncope. The left ventricular (lv) lead exhibited an increase in thresholds. The patient was hospitalized for two days. The lead was reprogrammed and remains in use. The patient is a participant in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.